Manufacturer narrative:
Results evaluations (other): the hosp supplied digital pictures, however, those pictures are not very clear. A review of our complaints history revealed this to be the first complaint for this product code. A review of mfg records could not be performed as the user facility did not record the lot number of the device. A review of the instructions for use contain a warning: never pull back the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated.